Manufacturer narrative:
Updated fields: b4, g1, g3,g6, h2, h6, h11. Corrected fields: d9, h6(component codes).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the issue was isolated to the helium reservoir and the cardiosave console cover. The defective parts were replaced. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, investigation conclusion), h11. The failure analysis and testing dept. Received part assy. Helium reservoir with a reported unit failure of part was physically damaged. The failure analysis and testing dept. Performed a visual inspection and found check valve cv1 is damaged and leaning to the left. The damaged check valve would cause a helium leak. Probable cause of the helium leak is the damaged check valve cv1. Retaining part assy. Helium reservoir in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation e1(initial reporter): (B)(6). Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had helium leak issue. There was no patient involvement.